Event description:
Out of box failure, hospital biomedical staff report that during incoming device inspection, it was noted the device displays a blank screen and will not complete the power on sequence. The service led is illuminated.